Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer involved in a trial to help with urinary retention, reported she was now not able to void at all. She was able to pee some before, but now she can¿t pee at all and had been having to cath. It was noted that she had the dial at around the 7 and did not see a light. The consumer stated the green light came on when she turned it on, but she was not seeing that now and she was not really feeling stimulation. She noted that she was groggy after her surgery, and was not sure why she was given an ¿old¿ device. The consumer noted the device was being held together with tape and was a ¿terrible mess.¿ troubleshooting had the consumer turn stimulation off and then up again, and now the consumer saw the blinking light and felt stimulation. There were no further complications reported and/or anticipated.